Event description:
A data error alert was reported on two consecutive days, impacting the customer's blood glucose level by displaying a "high" reading, although the specific value was unknown. The customer administered correction injections via mdi on both days and required assistance from a third-party caregiver on the second day. As a result of the incidents, due to a malfunction, the pump was scheduled for replacement.